Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that while prepping to change to the patient's back-up controller, it was noted that the back-up controller had unspecified damage to the power port. The controller was removed from use and the patient was provided with a new controller. The controller exchange was done without complication. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported an unspecified damage to power port 2 of the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing but failed visual inspection due to a fractured power port 2 connector. However, the damaged power port was still able to adequately establish a connection to a power source.  The most likely root cause of the reported event can be attributed to an applied external force on the power port connector, causing the connector to fracture. Heartware has opened an internal investigation to address damaged connectors.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.